Manufacturer narrative:
(B)(4). The analysis results found that one device was returned for analysis. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The final quality release criteria was met before this batch was released for distribution.

Event description:
It was reported that during an unknown procedure, gas was leaking. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? No. If so, did the noise prevent insufflation? Please describe the noise. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? Gas pressure which makes keeping cavity drop 9 to 4. Were you able to identify where the leak was coming from? No. Was a device inserted in the trocar during the leaking? If so, what device? Yes. Was any torque being applied to the trocar or device? No.